Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the customer filled the cartridge with approximately 120 units. The customer reported intent to add more insulin to the cartridge and declined further assistance from tandem technical support. There was no information provided regarding the customer's blood glucose level.